Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0gvdu, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-mar-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported patient said she has been having some problems since implant, she doesn't think it went as well as it should have and sometimes she doesn¿t think it helped so much. Patient explained she was a little, thin person, and also stated she has gained a little weight. Patient noticed the ins floating around a couple of months after it was implanted, and stated maybe they should have tacked it down as it didn't go into scar tissue, but always floated. Patient said the ins will jam up against the lower back and thinks it might be tilted a little in back. Patient said she has a lot of discomfort. When the patient sits, the ins pushes right up against skin. It hurts and is a dull pain in her butt cheek pushing against muscles or nerves. It was uncomfortable, hurts, dull pain for a couple of years, and for the last 8 months seems to have gotten worse. Sometimes when she walks it feels like pushing muscles. Patient said the wire has gapped a little bit. The doctor said they would have to take it out and do it again to fix the gapping. Certain ways she runs her hand over the lead it gaps and buckles, sometimes feels like a nervy thing and has been that way for a very long time. When asked whether there were any trauma/falls reported that could be related to this issue the patient said she had taken some falls and mentioned it to her doctor. The stim issue was reported related to positional movement as sometimes when sits feels like poking in vaginal area off and on for years. Other symptoms reported were: toes can curl and cramp lot more and pain if legs for the last 6 months or so, and their sex drive has gone down. The patient also reported sometimes she can be running to the bathroom for two hours for her stool until she is cleaned out over the last year or two. If the stool is softer it just keeps coming out. Patient didn¿t think it was any better than before now. Patient said with all settings she thinks she pees too much, and gets up at night 2-3 times. Patient said the peeing too much has always been that way, but was more since getting the device. Patient leaks with the bowel and the bladder; the bladder leakage might be with getting older. Patient said if she doesn't get to the bathroom right away she will leak. Patient has loose stools, and has had lots of stool accidents. Patient said she has loose muscles and they are weak. Patient said she has had surgeries back there. Patient said she is on program 4 at 0.5 volts, and can't keep the frequency up. She can't have very high or it bothers her, and has been this way for quite some time, and when she turns it up she can feel the vibration in the antenna template. Patient said she gets a lot of little jolts for a few months and had tried turning the stim down to 0.5 volts. Patient also asked why does it race? Patient said it has raced on and off for the last year or so and will get it if she leans up against the counter, it will go really fast. She said you would have thought I had turned it up to number 2 or something. When asked whether there were any trauma/falls reported that could be related to this issue, patient said again that she has fallen here and there. Patient had x-rays and they said it looked ok. Patient mentioned she works at a school as a janitor and does a lot of lifting of trash and shoveling of heavy snow. When she lifts snow this can pull on a nerve and it hurts since 2014. Patient was advised to contact their doctor to have the system and symptoms checked. It was reviewed with the patient that they have the option of turning the device off until she can meet with her doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that they had not heard from the patient and they had been unsuccessful in reaching them concerning this occurrence. It was noted that the patient had not returned their phone calls. No further complications were reported.